Event description:
T was reported that during a percutaneous transluminal angioplasty, slow deflation of the balloon occurred. The 80% stenosed target lesion was located in a shunt in the moderately tortuous and non calcified left subclavian vein. An 8.0mmx40mmx80cm (4f) sterling balloon catheter was selected to dilate the target lesion. The target lesion was first inflated at 8 atmospheres and it took 20 seconds for the balloon to deflate. The balloon was inflated for the second time at 10 atmospheres and it took 20 seconds for the balloon to deflate. The balloon was then inflated for the third time at 10 atmospheres and it took 60 seconds for the balloon to deflate. Despite applying negative pressure on the device and leaving it for a few minutes and inflating and deflating the device, a small amount of contrast agent was left in the device. Hence, the device was unable to be removed from the non bsc introducer sheath. The device was removed together with the non bsc introducer sheath and applied pressure on the access site. The procedure was completed with this device and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years and older. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).